Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of improper peel is confirmed and was determined to be manufacturing-related. One 4.5fr microintroducer was returned for evaluation. An initial visual observation of the photograph revealed a 4fr powerpicc threaded through a microintroducer during use. The microintroducer's t-handle was observed to be unevenly split. A distinct ring of material on one side of the t-handle in which the catheter was threaded through was observed. Additionally, the sheath was observed to be incompletely split. The uneven splitting of the t-handle appears to be related to the manufacturing process of the device. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the sheath fails to open fully. No further details available or provided.